Event description:
It was reported that stent damage occurred. The 90% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 20 x 2.50mm promus elite drug-eluting stent was advanced for treatment. However, the stent strut got damaged while crossing the lesion. The device was pulled back and removed from the patient's body. The procedure was not completed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edge of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, eccentric target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 20 x 2.50mm promus elite drug-eluting stent was advanced for treatment. However, the stent strut got damaged while crossing the lesion. The device was pulled back and removed from the patient's body. The procedure was not completed. There were no patient complications reported and the patient's status was stable.